Manufacturer narrative:
(B)(4): the meter passed all testing. The primary issue could not be reproduced. However, the test strip had an error 4 issue (236). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/4/2013, test strips- 2/14/2013.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.